Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed and indicated atrial oversensing due to ffrw (far-field r-waves).

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. It was also noted that the right ventricular (rv) lead was exhibiting post-ventricular pace t-wave oversensing (twos). The patient was experiencing pacemaker syndrome due to loss of atrioventricular synchrony. Reprogramming was completed and the patient was to follow up for further adjustments if necessary. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).